Event description:
It was reported that the device had out of range/high impedance failure. The therapy or stimulation was not interrupted due to the affected electrode (#4) was not set or paired for therapy. There was no report of patient harm or injury. The patient underwent revision surgery to replace the left lead. A new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead was returned for analysis. Functional testing could not be performed due the lead was received without the anode end. Visual inspection confirmed fractured coil wire (rounded) approximately 3 inches below the distal electrode (#4). Analysis confirmed lead conductor fracture was the cause of the out-of-range/high impedance condition with the left stimulation lead.

Manufacturer narrative:
Mml# (B)(4).